Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, which caused peritonitis. The patient was not hospitalized for this event. On an unknown date, the patient was treated with unspecified antibiotics (dose, route and frequency not reported). The antibiotic treatment was ongoing. At the time of this report, the patient was recovering from peritonitis. It was unknown if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report from a home patient (hp) who previously reported that they had experienced peritonitis but the peritoneal dialysis registered nurse (pdrn) denied having knowledge of peritonitis and could not confirm the diagnosis. It was reported that the treatment with unspecified antibiotics continued for three weeks. It was also reported that the patient was retrained on aseptic technique. It is possible the hp had an infection at the pd catheter site, not peritonitis, manifested by tenderness at the pd catheter site. The hp reported that the cause is due to a drain bag falling during drain and pulling on pd catheter, a non-baxter device. Baxter disposables are no longer suspect products. Should additional relevant information become available, a supplemental report will be submitted.